Event description:
Report received from the USA stating that the device had low power. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated. The condition could not be confirmed. The device passed the pre-repair assessment testing. (B)(4).